Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirts insulin during priming and the buttons were less responsive. The customer¿s blood glucose level was unknown. Customer also reported changing battery more frequently, lost settings during battery change and no delivery alerts. Customer declined to speak with 24 hour technical support. The device will not be returned for analysis.